Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, claimant alleges that the conserve cup and head implanted during right hip arthroplasty on (B)(6) 2012 required revision surgery on (B)(6) 2020.